Manufacturer narrative:
The product was returned for analysis and haptic issue was observed in the device. The device was returned in the blister tray. The lock-out assembly has been removed. Viscoelastic is dried in the device. The plunger has been advanced outside the nozzle tip. The trailing haptic is damaged and misfolded in the nozzle tip and is caught with the distal portion facing upwards, the plunger is advanced under the haptic. The remaining optic and leading haptic are protruding out of the nozzle tip. The root cause for the reported complain could not be determined. The trailing haptic is misfolded and is caught in the nozzle tip. Most likely straight leading haptic occurred. Straight trailing haptic may occur: ¿ if the lens has become misaligned in the lens bay during the manufacturing process. ¿ due to the use of a non-qualified viscoelastic. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. ¿ if inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly. ¿ if the operating room temperature is too high (> 23 degree c / 73 degree f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Correction information has been provided in h.6. Additional information provided in d.4 the manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is:(B)(4).

Event description:
A physician reported that during surgery, they noticed that lens got damaged by the plunger. No serious injury. Additional information has been requested and received stating that plunger moved over the lens. No impact of patient. Surgery was completed using another iol of same diopter.